Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a, a unknown size unknown saline implant and experienced breast implant deflation on her right side postoperatively. The patient underwent bilateral explantation and replacement with catalog number: 3503501bc; serial number: (B)(4); and with catalog number: 3503501bc; serial number: (B)(4) on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual examination of the device, an area of missing material was observed on the anterior aspect measuring approximately 2.5 cm x 3.1 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per device received, following fields have been updated on this form: - field d1 brand name: (B)(6) - field d4 catalog number: 3502375 - field d4 lot number: 5676068 - field d4 unique identifier( UDI): (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).